Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the device displayed a rainbow image with no visible image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction was the component failure of corrosion on the charge coupled device (ccd) unit and printed circuit (pc) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.